Event description:
Note: this report pertains to the first of two dreamtome rx 44 devices used during the same procedure. It was reported to boston scientific corporation that a dreamtome rx 44 was unpacked for an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during unpacking outside the patient, when they removed the tome from the sterile packaging, it was noticed that the tip of the cutting wire was broken. Another dreamtome rx 44 was unpacked; however the same issue occurred. The procedure was completed with a third dreamtome rx 44. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The problem code 1069 captures the reportable event of cutting wire broken. Visual examination of the returned device revealed that the cutting wire was broken, bent and blackened, directly affecting the functionality and integrity of the device. The complaint was consistent with the reported event of broken cutting wire. It is most likely that a peak of voltage could have caused the failures noted or if the device was not in contact with the tissue when it was energized, additionally as per complaint information the failure found was perceived during preparation outside the patient and dfu instructions states that the device has to be in contact with the tissue to be energized. Therefore, the most probable cause of this complaint is failure to follow instructions since problems traced to the user not following the manufacturer's instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
This report pertains to the first of two dreamtome rx 44 devices used during the same procedure. It was reported to boston scientific corporation that a dreamtome rx 44 was unpacked for an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during unpacking outside the patient, when they removed the tome from the sterile packaging, it was noticed that the tip of the cutting wire was broken. Another dreamtome rx 44 was unpacked; however the same issue occurred. The procedure was completed with a third dreamtome rx 44. There were no patient complications reported as a result of this event.